Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR report #: 2134265-2010-04900, 2134265-2010-04902. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to unstable angina and was referred to cardiac catheterization. The index procedure treated three target lesions. The 1st lesion was a 95% stenosed, 2.5x16mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation and the placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The 2nd lesion was a 85% stenosed, 3.0x16mm target lesion located in the proximal left anterior descending (lad) artery. Treatment utilized a direct stent technique and placed a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The 3rd lesion was a 70% stenosed, 3.0x12mm target lesion located in the distal lad. Treatment utilized a direct stent technique and placed a 3.0x16mm taxus liberte stent resulting in 0% residual stenosis. One day post the index procedure the patient experienced elevated enzymes consistent with the protocol definition of a myocardial infarction. No action was taken to treat the event which resolved without residual effects. The patient was discharged later that same day on aspirin and prasugrel. Per the physician, the event was listed as "unrelated" to the study stents.